Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
A consumer's husband reported that one day following his wife's intraocular lens (iol) implant surgery, the iol had rotated. He also reported that the surgeon said there was a "fold in the bag". In a follow-up, the consumer's husband, speaking for his wife, stated that the lens was repositioned and they were told by the surgeon that the lens is now correctly aligned. However, he stated that his wife's vision has not improved and she continues to be monitored by the surgeon. Additional information has been requested from the surgeon.